Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with (B)(6) bluetooth device/download was performed and failed due to incomplete. A review of the share log was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.